Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy experienced symptoms of blurred vision and dizziness. A lead revision procedure was performed to assess whether removal of the lead would alleviate these symptoms. The patient is recovering well postoperatively. The explanted lead was retained by the medical facility and will not be returned for analysis.